Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient clarified the statement about the device not working very well was because she had strong urges to go to the bathroom, she had a hard time getting to the bathroom, and they had changed her programs several times. She reported the program changes start out strong and then they aren't working. The patient had to go to the bathroom all the time, getting into the bathroom all the time; if she was cold she was in the bathroom, if she was stressed she was in the bathroom. The patient went through all the programs and it didn't work and she was planning her life around the bathroom. When asked if the device not working very well issue was resolved the patient replied yes and she was taking myrbetriq, 25 mg once a day, and sometimes she could also take one vesicare, 10 mg, too.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 3080, lot# l84124, implanted: (B)(6) 2000, product type: lead. (B)(4).

Event description:
The consumer reported that they had just seen their health care provider (hcp) and the device wasn't working very well, and that the hcp had them on two medications to try and help with their bladder. The patient's indication for use was urinary dysfunction/ sacral nerve stimulation. The alleged issue remains unclear and no interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.